Manufacturer narrative:
Return requested. Replacement emitter shipped to site 08/19/2016. Medtronic investigation of returned suspect emitter confirmed reported issue. Found grey covering was pulling back near the coil housing and the shield wire was exposed. Field generator functioned normally without failure. Exposed wires. Failure: physical damage. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On 08/23/2016, a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. During a visual system inspection, noted the gray outer sheath of the axiem emitter cable was pulling back and exposing the inner wiring at the connection with the blue collar at the back of the emitter. Replacement emitter shipped and emitter was replaced. Issue resolved. System performs as intended.

Event description:
A medtronic representative reported that a site's navigation system axiem emitter has an exposed cable. On the back of the emitter, the grey covering is pulling back and exposing the wires. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.